Event description:
It was reported that during a pta/stenting treatment procedure to dilate a lesion in a subclavian vessel, the stent came off the balloon. The physician was attempting to advance the stent delivery device without the assistance of a sheath or guide catheter. Sometime during advancement of the device, the stent came off the balloon. The stent was retrieved from the pt. The pt is reported as 'fine' following the procedure; no pt injuries or complications were reported. Add'l info has been requested.